Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
Singapore. Allegedly, the patient complained about pain, had an MRI that showed a ruptured left implant (sn: (B)(6)).